Event description:
The customer reported a leak at the rinse block of the coulter lh 750 hematology analyzer. The customer found that the tubing had become disconnected from the rinse block. The customer attempted to clean the probe and reattach the tubing but when running the instrument in open vial mode the tubing became disconnected from the fitting. The volume of the leak was about 5 ml and was not contained within the instrument. The customer did not report any error messages from the instrument at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that tubing on the top port of the probe wipe rinse block was loose. The fse replaced the tubing, which repaired the leak. The repairs were verified per established procedures. (B)(4).